Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, excessive no delivery alarms, low reservoir alarm, low battery alert and damage from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer stated that she tried to bolus and received a no delivery alarm. The customer stated that the pump alarmed motor error during basal rates. The customer stated that she has 7.3 units of active insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the displacement test and it passed. The customer declined to troubleshoot for low reservoir and low battery.